Event description:
T/pump was involved in a patient (female, adult) burn. The patient was laying on the pillowcase covered t-pad for at least 12 hours between 8am-8pm, post-operation. The skin in contact with the pad was never checked, the t/pump was on continuous mode, and the temperature setting is unknown. The patient did not report any pain or discomfort, but blistering in the pattern of the pad was seen upon removal of the pad. The pad was scrunched up in the area of the burn, and laid flat everywhere else.

Manufacturer narrative:
Customer declined sending the t/pump in for evaluation but did have it evaluated by their ge healthcare biomed department and found the pump to be functioning normally. The pump was originally checked in to the facility in 2015. Per the device IFU: rechecking the patient's skin condition: recheck the entire area of the patient's skin condition that is in contact with the pad at least every 30 minutes. Note any change in the skin integrity that relates to: excessive moisture - dry the skin surface by wiping away the moisture. Color of the epidermis skin texture - patient's skin condition is acceptable to continue therapy